Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a revision to replace the head and liner due to sepsis after approximately (2) months of implantation. Due to intraoperative complications product removal did not happen. Due diligence has been completed for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0009613350 - 2023 -00615.

Event description:
It was reported that there was a revision to replace the head and liner due to sepsis. Due diligence is in progress for this complaint; to date no additional information or product has been received.